Manufacturer narrative:
The automated impella controller was returned as part of further investigation for a non-reportable complaint which indicated placement signal unreliable alarm occurred while connected to an impella 5.5 pump implanted in a patient for bridge to transplant. The console and data logs received for evaluation/analysis indicated the following: console logs from the day of the user facility complaint are consistent and show ¿placement signal not reliable¿ alarms. Alarms occurring due to placement signal out of range were associated with gradual decrease (drift) of placement signal and are unrelated to the console. Inspection of the console, however, revealed a new complaint issue/malfunction of the purge disk detect flag due to purge fluid ingress, and compromised backstrap cable explaining frequent reboots due to intermittent power. There was also significant contamination on the optical pump connector that could not be fully cleaned. The cause of the aic issue was contamination.

Event description:
The automated impella controller (aic) was returned for evaluation and inspection of the aic revealed a malfunction of the purge disk detect flag.